Event description:
It was reported that "too loose for the handle."

Manufacturer narrative:
The device has not been returned for evaluation. When the engineer investigates the returned device and provides me with a report. I will then file a supplemental report.